Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: images were submitted to medtronic for review. The image review showed 5 jpeg images and 1 movie clip attached to this file. The 5 jpeg images show an evolut bioprosthesis that has mild constrainment at the inflow of the valve frame which is improved with a post bav. The 1 brief movie clip is of an evolut bioprosthesis at 80% deployment that has significant constrainment at the inflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was upside down in the jar. The calcification score was 1972. During implant, the valve did not open. The valve was recaptured and repositioned and still would not open. The system was removed and a balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. A second valvewas subsequently implanted. Following deployment, the valve base did not fully open. Hemodynamics were adequate and reported as follows: left ventricle (lv) pressure: 174/2/11, aortic (ao) pressure: 174/85/119, gradient: 0 mm hg and 7 mm hg max. A post-implant bav was performed. Hemodynamics following bav were as follows: lv pressure 158/3/13, ao pressure: 158/83/112, gradient: 0 mm hg and 3 mm hg max. No adverse patient effects were reported.